Manufacturer narrative:
Should add'l info become available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent. The event is captured in our labeling as a foreseeable event.

Event description:
A (B)(6) male with an etiology of neurogenic was implanted with an aus device on (B)(6) 2004. On (B)(6) 2010, the cuff was removed due to urethral erosion. No complications reported.